Event description:
It was reported that during a device changeout procedure the right atrial (ra) lead was exhibiting low impedance levels in bipolar configuration. Lead was reprogrammed to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients right atrial (ra) lead exhibited oversensing and continued to exhibit low pacing impedance levels. A lead revision was completed where the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5054-52, lead, implant: (B)(6) 2001. (B)(4).